Manufacturer narrative:
An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received confirming the ipg was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.